Manufacturer narrative:
Concomitant products: model 3186, scs lead; therapy date not available as the exact date of event is not known.

Event description:
Related manufacturer reference number: 1627487-2019-06764. It was reported that the patient experienced lead migration followed by skin erosion after having an scs system implanted in 2015. The patient requested to have the entire system explanted approximately two years ago on an unknown date. No other information is known.